Event description:
This case was reported by a physician and described the occurrence of myeloneuropathy in a (B)(6) female patient who received super poligrip free denture adhesive cream (B)(4) and super poligrip (formulation unk) for denture adhesion. On an unk date(s), the patient started super poligrip (dental). At an unk time after starting super poligrip, the patient experienced myeloneuropathy, copper deficiency and neurological disease. This case was assessed as medically serious by (B)(4). Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4), and neither the products nor lot numbers for these products is available. (B)(4).